Manufacturer narrative:
Email (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side "capsular contracture grade 3." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿creases are observed. ¿wear abrasion is observed. ¿deformation is observed. ¿yellow particles were observed on the shell. ¿white particles calcification -like in device outer surface no further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.